Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the implantable cardiac monitor exhibiting under-sensing due to loss of contact. No interventions were made. There were no patient consequences.